Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve the primary stability. The implant was removed 3 weeks after it was implanted. The implant site had type 3 bone quality. The patient complained of pain. The implant site was not infected. Per the provided information in the questionnaire, the patient's bone structure was weak. The patient had no relevant pre-existing condition. There was no abnormality with the implant. The patient's symptoms had been relieved after the removal of the implant. This is the 2nd of 2 reported incidents on the same patient. Please reference 3011649314-2018-00070 ((B)(4)) for the 1st complaint.

Manufacturer narrative:
Correction- UDI information was provided. The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin cortical bone with dense trabecular bone of good strength. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. This event will be tracked and trended.